Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening(curved) on the patch/shell bond edge, crease flat, wear abrasion and white particles in the shell. Leak test and microscopic analysis was performed which identified one sharp opening on the patch/shell bond edge and an air pocket which was observed within the valve to shell bond area, it is out of specification and was characterized as a workmanship issue. A dimension measurement in the shell was performed which identified the thickness to be within specification. The fill test inspection was performed, with the result if no blockage. Based on the device analysis the final assessment is a sharp opening on patch/shell bond edge due to an unidentified(tear) opening, and an air pocket within the valve to shell bond area, which did not cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation will be deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.